Manufacturer narrative:
A visual evaluation was performed and found that the guide catheter was kinked and detached from the pull wire. The push catheter was kinked at the proximal end of the r/o marker. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a common bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when they released the plastic stent from the delivery system, the black guide catheter detached from the delivery system. The broken catheter piece was removed from the patient using forceps and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "stable."

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a common bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when they released the plastic stent from the delivery system, the black guide catheter detached from the delivery system. The broken catheter piece was removed from the patient using forceps and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "stable".

Manufacturer narrative:
Reported event of guide catheter broke the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.